Event description:
A customer had a problem with a chemosafety sharps container. According to the customer the container was on its side when the employee picked it up by the handles to place it upright. The middle tabs on the lid were not secured. Chemo spilled and burned the employee. The employee went to the e.r. For treatment and a tetanus shot.